Manufacturer narrative:
Evaluation summary: the product was returned for analysis; the reported complaint could not be verified the optic is too damaged to conduct a check for the optical resolution or the diopter of the lens. Solution with blood was observed on the returned product. The product was returned and damaged was observed. The lens was returned in a specimen container with a lid. Product history records were reviewed and all documents indicate the product met release criteria. Additional information was provided, which indicated an approved cartridge was used with an approved handpiece with the approved viscoelastics. The root cause could not be determined for the blurry vision. Lens damage was observed. While we are unable to determine the root cause of the damage, our observation reasonably suggests that is not manufacturing related. Due to the condition of the returned sample, the damage is most likely related to customer handling. There have been no other complaints for this lot. (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned. The iol product history records were reviewed and documentation indicates the product met release criteria. Product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Attempts have been made to obtain additional information by phone and email. A completed questionnaire was received on (B)(6) 2015. (B)(4).

Event description:
Following intraocular lens (iol) implant surgery a surgeon reported the lens to be explanted due to negative dysphotopsia, persistant blind spot or crescent in vision.